Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to system interconnection flex cable that was not fully seated into a connector on the control board. The flex cable will be reseated to resolve the report. The device will recertified and returned to the customer. Analysis for report of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device did not respond to the selector knob and inappropriately shut down. Complainant did not indicate that there was any patient involvement in the reported malfunction.